Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the pledget fell apart into pieces. She manually removed the pledget pieces from her vaginal cavity. She also did not have a medical appointment but she works in an obstetrics office and had a friend perform an exam to confirm no pieces remained. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.